Manufacturer narrative:
Conclusion: the reported event is not related to a device malfunction and the device worked as intended, with the exception of the use error of not de-deploying the disc before removal. (This would not have caused the reported complications.) It is possible that the retroperitoneal bleed was related to the reported backwall stick or possible a high stick, but images were not provided to cardiva medical, inc. A complication such as retroperitoneal bleeding and death are general complications which may be related to the endovascular procedure or the vascular closure procedure. Per the report, hemostasis was achieved with the device.

Event description:
The procedure was to install 3 stents. The vascade 6/7f device was selected for closure and inserted into the 7f sheath. The disc was deployed, the sheath was removed, and temporary hemostasis was achieved. The key was inserted into the lock/grip and the black sleeve was retracted to expose the collagen. The push rod was utilized to strip the collagen from the device. At this point the user, neglected to de-deploy the disc and pulled the device through the access site. The collagen remained in place and final hemostasis was achieved with the device. The patient was moved to recovery. 15 minutes later it was determined that patient had a retroperitoneal bleed, that the hospital believes to be a backwall stick. It is not known what steps were used to address the retroperitoneal bleed. Later that night patient passed away. No additional information provided.